Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. PMA/510(k)#: k023331, bk050036. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced poor barrier separation of samples during use. The following information was provided by the initial reporter: I have tried various other combinations of time and rcf with varying success. My main worry is that even when spun adequately so that the gel is well positioned and firm, there is a fine layer of red cells on the top of the gel (ie in contact with the serum), which could leach their contents into the serum during the delay before analysis the next day. Also, when agitated (as they would be during transport from the gp surgeries), these cells are re-suspended, and could potentially affect the results obtained when analysing the serum. There are also some red cells in the gel, even after 15 minutes at 3000 rcf.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tube experienced poor barrier separation of samples during use. The following information was provided by the initial reporter: I have trialed various other combinations of time and rcf with varying success. My main worry is that even when spun adequately so that the gel is well positioned and firm, there is a fine layer of red cells on the top of the gel (ie in contact with the serum), which could leach their contents into the serum during the delay before analysis the next day. Also, when agitated (as they would be during transport from the gp surgeries), these cells are re-suspended, and could potentially affect the results obtained when analysing the serum. There are also some red cells in the gel, even after 15 minutes at 3000 rcf.